Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7071893. Product family: dbs-ipg-r-MRI: upn: m365db1200s0. Model: db-1200-s. Serial: (B)(6). Batch: 740374. Product family: dbs-linear leads: upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 5179937. Product family: dbs-linear leads: upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7071251. Product family: dbs-lead fixation: upn: m365db4600c0. Model: db-4600c. Serial: null. Batch: 24474551. Product family: dbs-lead fixation: upn: m365db4600c0. Model: db-4600c. Serial: null. Batch: 25076117.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a methicillin-resistant staphylococcus aureus (mrsa) infection and erosion in the scalp where the lead and lead extension meet. The erosion was noted in the scalp area and the infection was noted to have traveled down from the scalp area into the chest pocket where the implantable pulse generator (ipg) was implanted. The patient was admitted to the hospital and underwent a full system explant where the lead extensions, leads, ipg, and burr hole covers were removed. The patient was administered antibiotics. The patient was expected to fully recover post-operatively. The explanted devices were retained by the medical facility and were not returned to bsc.